Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model skyplate) can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that a staff member sustained a shoulder injury while operating the all locks capacitive handle on the ceiling suspended tube head. The remote service engineer performed an initial assessment and determined that the complaint involved significant vertical movement and lateral brake release concerns when the lock was disengaged. The customer additionally reported that a staff member sustained a shoulder injury allegedly associated with this event. According to the customer feedback, the injury occurred while using the capacitive all locks function on the tube head control handle rather than due to the tube weight itself. The customer reported that the sensitivity area of the capacitive handle appeared too small, making activation difficult for users with smaller hands and causing the tube to remain locked when movement was expected. The technician further explained that contributing factors included high patient volume, adaptation to the new all locks function, and difficulty consistently activating the redesigned capacitive handle due to hand positioning and hand size. Attempts were made to contact the injured technician for additional details however, no further information was provided. An onsite evaluation was performed by the field service engineer. Vertical movement was checked and measurements were taken. All measured values were within specification. No abnormalities were identified, and the system was returned to clinical use. A health hazard evaluation and determination was initiated. The evaluation confirmed that the issue is not related to product misidentification or regional clearance status. The instructions for use for the digitaldiagnost c90 include guidance on locating and activating the touch sensor on the control handle. The system performed as intended during onsite evaluation, no parts were replaced, no system errors were identified, and all measurements remained within specification. A health hazard evaluation further concluded that the reported issue is associated with inconsistent activation of the capacitive touch sensor on the ceiling suspended tube head control handle. Inadequate activation may lead to brake re-engagement or failure of brake release during manual repositioning, resulting in abrupt resistance during movement. Investigation identified no device malfunction. System performance remained consistent with specification, and the reported event was attributed to user interaction with the capacitive touch sensor. Based on the available information and testing performed, the event was determined to be related to user error. Ceiling suspension movement may stop during repositioning if the tube handle sensor is not adequately activated. The touch sensor requires sufficient capacitance change for continuous brake release. Insufficient hand contact or improper hand positioning may result in unexpected brake engagement and contribute to this type of injury. The instructions for use for the digitaldiagnost c90 ceiling suspension csm3 provide adequate operational guidance, including correct hand positioning, activation method, and trained use for safe operation. Updated evaluation results code grid. Updated evaluation method code grid. Updated conclusion code grid. Updated patient outcome code grid.

Event description:
It was reported that the all locks capacitive handle. No patient harm was reported and user reported shoulder injury.

Manufacturer narrative:
The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that tube unlock mechanism could not be triggered causing the tube not to move when expected. No patient harm was reported and user reported shoulder injury. Investigation is in-progress.